Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly into the delivery tube. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the delivery device was attached to the loader and the plunger had not been depressed. The non-folded seal was in the loader device. Based on the reported complaint and the visual analysis, this is a case where the seal did not load properly. The reported failure was confirmed. (B)(4).